Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed through the evaluation of the submitted log files. Although a specific cause for the reported low flow alarms could not be conclusively determined, the account communicated that the low flow alarms were possibly due to patient recovery and hypovolemia. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively established through this evaluation. The controller event log file contained data from (B)(6) 2021 23:18:37 through (B)(6) 2021 14:06:48. The file captured multiple pi events; however, no atypical events or alarms were observed. The pump operated at its intended speed and appeared to be functioning as intended. The submitted controller periodic and lvad event and periodic log files also captured the device operating as intended. The reported low flow alarms were not captured in the submitted log files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The relevant section of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on 14sep2017. The heartmate 3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms, including low flow advisory/hazard and backup battery fault alarms, and the recommended actions associated with them. It additionally specifies a 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The IFU also lists hypovolemia as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that changes in patient conditions can result in low flow. The IFU also states that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was doing fine. No images or files would be provided and no further imaging or testing was needed. The low flow alarms resolved and were thought to be from recovery.

Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4).

Event description:
It was reported that device had low flow alarms. Log file analysis show pi events and routine power source changes but no low flows were found in the logs. Additional information states that patient had alarms in the controller history on 06mar2021 and 07mar2021, but had more after files were sent. Patient is nor recovered with a normal ejection fraction (ef) and has a really small left ventricle (lv). The pump speed was decreased to 5300 and hydration was encouraged. Additional information noted that the patient has been experiencing intermittent low flows. Log file analysis observed 120 pi events on (B)(6) 2021. All pi events will cause the hm3 vad speed to drop to its low speed limit, which is currently set at 5100 rpm. There were no low flows recorded in the log files. Additional information noted that the patient's device alarmed for low flows when in certain positions. The customer was investigating the possibility of an outflow graft twist. The patient was asymptomatic and remained at home, exhibiting signs of recovery. The site planned to completed a computed tomography angiography (cta).